Event description:
End user stated that while he was sitting in the scooter when he bent over to pick something up on the left side the scooter and himself tipped over and fell. End user stated that he hit the concrete injuring his left paralyzed hand resulting in an injury to his arm and bleeding.